Manufacturer narrative:
Product analysis :visual review of returned implant identified spline deformation consistent with explantation. No damage or de formation noted to bone screw thread portion of the implant. Dimensional inspection of major and minor diameter confirm conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant or associated components; unable to determine root cause of the foregoing event from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog #8293645 and 510k# k030285 is approved for sale in us. (B)(4) (revision surgery). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: idiopathic scoliosis initial surgery: posterior correction fusion levels: t10-l3 it was reported that on an unknown date, post-op, screw backed out so patient underwent revision surgery in which it was replaced the screw with a hook.the surgeon told that the screws backed out because the patient had lots of physical activities like playing soccer and swimming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.